Event description:
A customer reported that a titanium adapter in use with a tankhoff catheter separated during use. There was no pt injury reported, however, medical intervention was initiated. Hp was treated with prophylatic antibiotics. No further details are known at this time.